Event description:
The customer reported to vyaire medical that the avea ventilator fraction of inspired oxygen (fio2) is out of range and will not calibrate. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer requested an on-site evaluation and repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and a vyaire field service representative (fsr) evaluated the device onsite and discovered that the fraction of inspired oxygen (fio2) does not match the specified value. Issue was not resolved by changing the oxygen sensor cell, running blender, or calibrating the oxygen sensor. Fio2% only matched what was set with the settings at 21% and 100%. The gas delivery engine was replaced and performed calibrations. Performed the characterization of the flow control valve. Performed operational verification procedure and the unit meets factory specification."